Event description:
It was reported that this pacemaker was discovered to be in safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.